Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a wire sticking out and the jaws were off the pivot point. The customer stated that this has been happening with many of the force bipolar instruments and they are not using metal brushes in sterilization. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation not reported by site: the instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.